Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from ¿the filter outlet¿ of an oxiris set during prime. There was a ¿slight disconnection (at the screw head thread)¿ observed. The user ¿tried to re-screw but the leak persisted¿. The set was changed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An air leak test was performed, and it was noted that there was a leak at the level of the return screwed connector and the connector return was cracked. The reported condition was verified. The observed damage was typical of mechanical shock applied on the product leading to its breakage; however, the exact moment and the exact location where the shock occurred was unknown, therefore, the cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.